Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vented micro-volume inlets had black particulate inside. This was found during setup of the compounder in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of sample(s) was provided for evaluation. The photo sample was reviewed and no visible dark spots were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.